Event description:
It was reported that the balloon leaked during the preparation of the device for use. The same issue occurred with another two devices and the procedure was completed with a fourth devcie. There was no patient contact.

Event description:
It was reported that the balloon leaked during the preparation of the device for use. The same issue occurred with another two devices and the procedure was completed with a fourth devcie. There was no patient contact.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found a perforation under the manifold on the back wall of the proximal inner shaft and opposite the inflation lumen. The device was unable to inflate due the a leak under the manifold that was caused by the perforation. This perforation was most likely caused by a needle/syringe system or a guide wire used during prep. No tools are inserted in the manifold inflation port during catheter assembly. Additional information was obtained from the user facility stating that a 3ml syringe had been attached directly to the inflation port of the balloon instead of the three-way stop cock. The directions for use state "connect a three-way stopcock to the port fitting on the balloon catheter. Flush through the stopcock. Connect the syringe to the stopcock." Therefore it was concluded that user error was the cause of the reported issue.